Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone12.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025 for high blood glucose (bg) levels and mild heart attack. The patient's bg levels were greater than 250 mg/dl while wearing the pod for more than 48 hours. Symptoms reported include elevated glucose, incoherent speech, and vomiting. The patient was treated with insulin drip and transitioned to subcutaneous insulin. The patient was released after 9 days at the hospital. The pod was removed at the hospital.